Event description:
Event description boston scientific received information that during an implant procedure, this ventricular lead became stuck in the tricuspid valve anulus and was unable to be removed. The lead was also damaged with a stylet during the procedure. As the lead was not causing any arrythmia, it was surgically abandoned and left in place. A new lead was successfully implanted.